Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-sep-29. It was reported that the patient¿s healthcare professional (hcp) checked around the patient¿s back and noted that everything was fine. But it was also reported that the stimulation issue did not resolve. There were no further complications reported or anticipated.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that ¿everything was coming out of the battery.¿ the patient clarified that they were feeling stimulation at the battery site which was ¿way up over their kidney.¿ the patient noted that when they lean back in a chair it ¿really goes to pounding on them.¿ no falls or trauma were reported. The stimulation at the battery site started a month or two ago. No further complications were reported.